Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received three shocks across three episodes for ventricular tachycardia (vt) that was below the rate cutoff but was wide and double counted. The physician classified this as appropriate and successful due to the patient being in vt. Technical services (ts) discussed that the therapy is appropriate, but the rate was oversensed. Ts discussed possible reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.